Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During under water leak testing, an obstruction was observed at the junction of the injection site and tubing. The cause of the condition was due to excess solvent applied to the affected junction during machine assembly. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access administration set had blockage. This was noted during priming with an unspecified solution. There was no patient involvement. No additional information is available.